Manufacturer narrative:
Product complaint #: (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. Several suture pieces outside the winding former were received for analysis. Product code vp2328. During the visual inspection of the suture, it was noted that the suture pieces have begun with degradation process attributed to exposure to the environment. In addition, the needle was not returned for evaluation. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. . Additional information was requested, and the following was obtained via: - were there patient consequences? If yes, please explain. ¿ no. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). ¿ mr nipul kapadia ¿ pharmacy head.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During surgery when the surgeon was using the foil, while pulling out the suture from the foil he found that the suture was broken into pieces. During the visual inspection of the suture, it was noted that the suture pieces have begun with degradation process attributed to exposure to the environment. In addition, the needle was not returned for evaluation. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. No adverse patient consequences were reported. Additional information was requested.